Event description:
During a procedure the covidien manual stapler malfunctioned. Upon closure of the stapler the button needed to release the staples malfunctioned, would not depress and allow firing of the staples. A second attempt was made without success. There was no harm to the patient.